Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection which was limited to cellulitis. It was also reported there was superficial wound dehiscence at the medial edge of the incision. Slight swelling and pain were noted at the site. Two staples and steri strips were applied to the wound and the patient was treated with oral antibiotics. The patient is a participant in the (B)(6) clinical study. The device remains in use and no further patient complications have been reported as a result of this event.